Manufacturer narrative:
A review of the treatment data sheets available was performed by the post market clinical department. A large intra-peritoneal volume drained at drain 4 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned for evaluation and was found to be functioning according to manufacturer specifications. Subsequent simulated treatment with the cycler found no device malfunction/failure that would have caused the reported iipv event. The pt did not experience any ill effects as a result and the cause of the large drain could not be identified. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called tech support on (B)(6) 2013, to report a humming sound coming from the cycler during treatment and stated that he has been having drain issues. During the evaluation of the pt's drain issues and a review of the treatment data provided for this date, it was determined that a large drain 3 volume did occurred. Drain 0: 1778 ml; fill: 1 1064 ml, drain 1: 2046 ml; fill 2: 1602 ml, drain 2: 1301 ml; fill 3: 1604 ml, drain 3: 3054 ml; fill 4: 1601 ml, drain 4: 1567 ml; fill 5: 1604 ml, no drain. The reported large drain volume of 3054 ml exceeds the 180% drain criteria of the prescribed fill volume of 1600 ml for a reportable device malfunction.